Event description:
During positioning, a female pt weighing over 200 lbs who was quite agitated and uncooperative, who had not been given a sedative and with no attendant next to her, moved sharply, causing the safety straps to become insecure, at which point she fell from the pallet and was injured. The subsidiary overseas was only made aware of the situation as a result of a request by the customer for longer safety straps. The operator's manual that accompanies the CT contains clearly stated warnings under section 1.9, entitled "patient handling," no 3 "make sure that the pt is strapped securely to avoid dangling of the hands. Ensure that the pt is placed securely on the stretcher and is not in danger of falling."